Event description:
It was reported that pump experienced malfunction after getting unplugged from computer during software update, and malfunction code continued to recur even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump, use multiple daily injections as backup insulin therapy. Customer was sent replacement pump.